Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer had been experiencing low blood glucose for about two weeks. The customer was hospitalized due to a non-diabetic related condition. They also reported that the customer had a seizure and their blood glucose went so low that the hospital's meter could not give a number. The caller wanted a representative to check if the insulin pump had and issue. The customer had experienced a low blood glucose level of 46 mg/dl. The customer's current blood glucose level was 231 mg/dl. Troubleshooting was performed. The insulin pump passed the displacement test. The device will not return for analysis.